Event description:
A catheter had disconnected from a pt's pump. A catheter revision was performed on (B)(6)2010, and patency/connection was confirmed. Following the revision surgery, patency was tested again and the physician could not aspirate from the catheter access port. In addition, it was noted that a "pooling of fluid" was observed at the pump pocket upon injection. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)